Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was pulled back due to the device migration in the pocket. Also, this lead exhibited intermittent capture. Reasonable evidence suggests this lead was dislodged. Subsequently, the physician decided to explant this lead and not attempt to reposition it. The right ventricular (rv) lead was also explanted during the same surgical intervention due to the same reason. This lead was successfully replaced. No additional adverse patient effects were reported.